Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. The customers blood glucose level range between (70-239 mg/dl). The customer stated to have possibly overfilled the cartridges. However, it was not confirmed. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past.